Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.